Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that a neonate received results of 29 mg/dl and 39 mg/dl on the inform system back to back within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.